Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed as the sample was not returned for evaluation; therefore a root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available, and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a problem with bad cassettes which occurred on the homechoice during use. The home patient (hp) reported that for the past four nights in a row they have had problems with priming and cassettes that were leaking. The baxter technical service representative advised them to use new box. The hp would call back if they have any problems. This writer contacted the home patient (hp) (B)(6) 2011 regarding the reported problem. The hp stated that they do not have samples available; the lot number was already provided to the baxter technical service representative (tsr) they spoke too. They stated that on all such occasions the leak was found during setup, during prime. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.